Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored atrial tachy response (atr) episodes. Upon review, episodes of oversensed noise signals on the right atrial (ra) channel were noted. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored atrial tachy response (atr) episodes. Upon review, episodes of oversensed noise signals on the right atrial (ra) channel were noted. The pacemaker and ra lead remain in service. No adverse patient effects were reported.